Manufacturer narrative:
Infection is a known risk of joint arthroplasty. Review of production records reveals two alarms occurring during the sterilization of this device. The batch was exposed to more than one full cycle of sterilant and is considered doubly sterilized. The cycle completed all required phases within validated parameters. Therefore, there was no risk associated with the use of this batch of devices. No other abnormalities identified.

Event description:
The surgeon requested revision poly inserts, indicating the need arose out of infection.